Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 20 mg/dl to 40 mg/dl. The customer¿s mother reported via phone call that the buttons were harder to press and the screen was hard to press or may be sticking. The customer declined transfer to 24 hour helpline. The device will not be returned for analysis.